Manufacturer narrative:
Pt. Info: information unknown/ not provided per country's personal data privacy legislation/policy. Explant date: not applicable, as lens remains implanted. (B)(6). The device is not returning for evaluation it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a defect near the haptic. The issue was observed once the lens was implanted. Account indicated that there is no impact to the patient; therefore, the iol remains implanted and further intervention was performed. Vision pre-surgery is unknown; however, postoperative vision readings provided as 6/6 n6. No further information was provided.